Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: it was reported that when the absolute pro box was opened, it was noticed that the stent was partially deployed inside the package. The device was not used and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.